Event description:
It was reported that the patient indicated that he needs to repair or replace his inflatable penile prothesis (ipp) as it causes him pain. No more information is available at the moment.